Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: according to the information received, the patient experienced deflation in the sm mpps dv 325cc breast implant. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 325cc breast implant had a tear on the anterior view, measuring approximately 7.9 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported a (B)(6)-year-old caucasian female patient who underwent breast surgery a 325cc mentor smooth round moderate plus profile saline breast implant experienced right sided deflation post procedure. As a result, patient underwent removal and replacement with a non mentor breast implant on (B)(6) 2021.